Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor; unable to perform excessive no delivery test or occlusion test due to prime anomaly. Also, the insulin pump was received with intermittent act button response due to flattened and creased dome. The keypad connector was inspected and no anomalies noted. The operating currents are within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to prime the insulin pump and had difficulty with the act button and stated that the down button was sticking. Customer stated that their blood glucose readings were rising after a bolus delivery. Customer's blood glucose reading at the time of the incident was 414 mg/dl and has not treated. Customer stated that he was cold, had a dry mouth and was shacking. Customer's current blood glucose reading was 383 mg/dl. Customer mentioned that insulin did not exit during the fill tubing. Troubleshooting was not completed as the customer was unable to press the act button. Customer mentioned noticing fog and substance in the tubing. Customer was advised to revert to a back up plan and the insulin pump is being returned for analysis.